Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and crease/folding.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown and "any creases". Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken in the shell. A visual and microscopic analysis was performed which identified striated broken on anterior and creases fold. Based on the device analysis the final assessment is: a striated edge broken assessed as surgical damage consist in the use of some surgical tool.